Manufacturer narrative:
Upon further review, it was determined that this event is no longer reportable for malfunction as it is reportable for serious injury.

Event description:
Additional information has been received from a patient. It was reported that the circumstances that led to the battery replacement included the battery was low and increased activity. The patient also stated that it depleted fast, but the issue has been resolved.

Event description:
The patient reported that the patient was notified by their hcp that they were due for a battery replacement on the month of date notified. This was indicated to not be normal battery replacement, as it only lasted two years. It was stated that the first battery they had lasted 4 years and they were satisfied with that amount of time, but felt that 2 years was too short. An elective replacement indicator or end of service message was not seen by the patient yet. The patient's indication for use is parkinson's disease and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.